Event description:
Device 1 of 2. Reference MFR report#1627487-2019-00540. It was reported that the patient was unable to experience adequate therapy especially on the left side. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the physician added another lead on the left side of the existing leads. Reportedly, therapy was restored post-operatively.